Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer went to the emergency room on (B)(6) 2016 with a blood glucose (bg) level of 690 mg/dl with ketones (0.1). At the ER, the customer was treated with intravenous bags of fluids and 10 units of insulin via manual injections. A few hours later, the customer left the ER with a bg level of 320 mg/dl, and under stable conditions. System check with tandem technical support on (B)(6) 2016 indicated that the pump was performing as intended.